Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up revealed that there was no information available. If additional information does become available, it will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was pulled apart due to overstress, the inner insulation was torn, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.